Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the probe appeared to be clean and the aperture was 100% opened. The saline cap was returned. No other anomalies were noted. Functional/performance evaluation: the probe was loaded into the in-house driver and calibrated successfully. A vacuum differential test was performed. The vacuum was measured to be 27¿hg with the aperture open and 20¿hg with the aperture closed. The vacuum differential is 7¿hg which meets the minimum specification of at least 6¿hg. The probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified with the probe. Aperture opened and closed without issue, and the probe was able to be removed from the sample tissue without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for the reported cutting and removal issues, as the cutter was able to open and close successfully, and the probe was able to be removed from the sample tissue without issue. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, after two samples were obtained the cutter would not close and the probe was difficult to remove. The procedure was completed with another probe. There was no reported patient injury.